Event description:
It was reported that this implantable defibrillation lead, with another manufacturer's device, exhibited increased shock impedance measurements. The most recent measurement was noted to be 171 ohms, approximately three months earlier the measurement was 102 ohms. It was observed that the shock impedance was high only when the proximal coil was being used. Technical services discussed reprogramming and referred the health care professional (hcp) to the other manufacturer for recommendations regarding the device. No adverse patient effects were reported.